Event description:
Per ansm user report (B)(4): description of the incident: period since occurrence since the implantation ((B)(4) 2024) of two (2) prostheses (3dmax mesh left and right) as part of treatment for bilateral inguinal hernias, I have experienced occasional acute pain (urinary and/or spermatic function) and milder recurring pain on a daily basis. Actions taken by the healthcare facility to treat the patient: nr this file represents 3dmax mesh left.

Manufacturer narrative:
As reported, patient experienced occasional acute pain (urinary and/or spermatic function) and milder recurring pain on a daily basis since the implant of two 3dmax mesh (left and right). Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR represents the 3dmax mesh left (device 1). An additional MDR was submitted to represent the 3dmax mesh right (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.